Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. The customer's blood glucose was high ta the time of the incident and could not be read by the meter. The cause of the hospitalization was from diabetic ketoacidosis. Customer was treated with an insulin drip for their blood glucose. The customer stated they were wearing the insulin pump at the time of the hospitalization. The customer also reported ad no delivery alarm on the insulin pump. Customer's blood glucose was 450 mg/dl at the time of incident. The customer stated the alarm was resolved by a complete set change. Customer also reported the no delivery alarm led to the hospitalization incident. Customer was released from the hospital on (B)(6) 2016. The customer declined to return the insulin pump for analysis.